Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance with systems diagnostics testing. The vns was disabled. The pt had no known trauma. No x-rays were performed. The plan of care is to observe the pt clinically with the vns disabled for now, as the pt is seizure-free. If seizures increase, vns replacement surgery may occur.